Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the programmer¿s analyzer did not work at the analyzer site where the analyzer meets the programmer. No analyzer was returned with the programmer and the programmer passed testing. It was indicated that the stylus was damaged but function, the display hinges were worn, and the power cord bay was broken. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer¿s analyzer did not work at the analyzer site where the analyzer meets the programmer. The programmer was returned for service. No patient complications have been reported as a result of this event.